Event description:
The valve was implanted in spring 2018 and was replaced in (B)(6) 2021 because it had a hole. Manufacturer response for heart valve, inspiris (per site reporter). We are waiting to receive a return kit.